Event description:
On (B)(6) 2011, the pt was implanted with one gore excluder aaa endoprosthesis featuring c3 and three additional gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, a computed tomography scan revealed a proximal type I endoleak. It was reported that aneurysm growth was not noted. On (B)(6) 2011, the pt underwent a reintervention whereby an aortic extender component was implanted. The endoleak was resolved.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.